Manufacturer narrative:
Event logs were reviewed. Logs confirmed user selected zero flow and zero rpm. System operated as expected i.e., it's confirmed through the logs that the customer action was the reason the pump was set to zero flow and zero rpms were confirmed by the flow alarm. Spectrum medical personnel followed up with the ECMO coordinator again on 9/24/24 and they said everything was "all good" on their end and they didn't have any further questions or concerns. Log snippet sent to the ECMO coordinator on 8/21/24.

Event description:
An ECMO coordinator from ucsd medical center sent an email reporting an incident with a quantum elite going to zero rpm without anyone making any changes to the patient or the machine. There was a low flow alarm that was heard by the bedside ECMO specialist and when he went inside the patient room, the elite was found at zero rpm. The patient saturations dropped from 99% to 94% briefly but other than that patient was stable, no issues, and was being weaned off support towards decannulation.